Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/pelvic pain/ pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, uterine prolapse, c-section and gastric bypass. Concurrent conditions included left lower quadrant pain, abdominal pain, uterine tenderness, adenomyosis, uterine bleeding, chronic cervicitis, menometrorrhagia and constipation. Concomitant products included ascorbic acid; biotin; calcium; chromium; colecalciferol; copper; folic acid; iodine; iron; magnesium; malpighia glabra fruit; manganese; molybdenum; nicotinamide; pantothenic acid; phytomenadione; pyridoxine hydrochloride;retinol;riboflavin;selenium; vitamin b1 nos; vitamin b12 nos; vitamin e nos; zinc (multivitamin active woman), buspirone from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin, cyclobenzaprine, docusate sodium, ergocalciferol, ferrous sulfate, ibuprofen, loratadine from (B)(6) 2017 to (B)(6) 2018, meloxicam from (B)(6) 2017 to (B)(6) 2018, naproxen sodium, nsaids since (B)(6) 2010, omeprazole, paracetamol (acetaminophen) since (B)(6) 2010, potassium chloride from (B)(6) 2017 to (B)(6) 2017, topiramate and topiramate from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression, anxiety and mental anguish,psych injury") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain and weight increased had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at this time, the bilateral fallopian tubes were removed. Essure device on the left hand side was seen coming from the tubal stump and removed and sent to pathology. She received treatment for pelvic/ abdominal, dysmenorrhea (cramping), back, migration and weight gain. Complication during removal surgery: repeat/ multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal bleeding, anxiety, depression, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received. Reporter's information were added. Event outcome were updated to recovering/ resolving for anxiety and depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/pelvic pain/pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'). In a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine enlargement, uterine prolapse, c-section and gastric bypass. Concurrent conditions included: left lower quadrant pain, abdominal pain, uterine tenderness, adenomyosis, uterine bleeding, chronic cervicitis, menometrorrhagia and constipation. Concomitant products included: ascorbic acid;biotin;calcium;chromium;cholecalciferol;copper;folic acid;iodine;iron;magnesium;malpighia glabra fruit;manganese;molybdenum;nicotinamide;pantothenic acid;phytomenadione;pyridoxine hydrochloride;retinol;riboflavin;selenium;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (multivitamin active woman), buspirone from (B)(6)2017, cyanocobalamin, cyclobenzaprine, docusate sodium, ergocalciferol, ferrous sulfate, ibuprofen, loratadine from (B)(6) 2017 to (B)(6) 2018, meloxicam from (B)(6) 2017 to (B)(6) 2018, naproxen sodium, nsaids since (B)(6) 2010, omeprazole, paracetamol (acetaminophen) since (B)(6) 2010, potassium chloride from (B)(6) 2017, topiramate and topiramate from (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression, anxiety and mental anguish,psych injury") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain and weight increased had resolved. And the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at this time, the bilateral fallopian tubes were removed. Essure device on the left hand side was seen coming from the tubal stump and removed and sent to pathology. She received treatment for pelvic/abdominal, dysmenorrhea (cramping), back, migration and weight gain. Complication during removal surgery :repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, the essure device was successfully occluded. In (B)(6) 2010, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal bleeding, anxiety, depression, dysmenorrhea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, uterine prolapse, c-section and gastric bypass. Concurrent conditions included left lower quadrant pain, abdominal pain, uterine tenderness, adenomyosis, uterine bleeding, chronic cervicitis and menometrorrhagia. Concomitant products included ascorbic acid;biotin;calcium;chromium;colecalciferol;copper;folic acid;iodine;iron;magnesium;malpighia glabra fruit;manganese;molybdenum;nicotinamide;pantothenic acid;phytomenadione;pyridoxine hydrochloride;retinol;riboflavin;selenium;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (multivitamin active woman), buspirone from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin, cyclobenzaprine, docusate sodium, ergocalciferol, ferrous sulfate, ibuprofen, loratadine from (B)(6) 2017 to (B)(6) 2018, meloxicam from (B)(6) 2017 to (B)(6) 2018, naproxen sodium, nsaids since (B)(6) 2010, omeprazole, paracetamol (acetaminophen) since (B)(6) 2010, potassium chloride from (B)(6) 2017 to (B)(6) 2017, topiramate and topiramate from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression, anxiety and mental anguish,psych injury") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain and weight increased had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at this time, the bilateral fallopian tubes were removed. Essure device on the left hand side was seen coming from the tubal stump and removed and sent to pathology. She received treatment for pelvic/ abdominal, dysmenorrhea (cramping),back,migration and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal bleeding, anxiety, depression, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events- migration, abdominal pain, back pain, psych injury and weight gain were added. Event outcome updated for: physical pain/pelvic pain. Abnormal bleeding (vaginal, menorrhagia) and menorrhagia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, uterine prolapse, c-section and gastric bypass. Concurrent conditions included left lower quadrant pain, abdominal pain, uterine tenderness, adenomyosis, uterine bleeding, chronic cervicitis and menometrorrhagia. Concomitant products included ascorbic acid; otin; calcium;chromium; colecalciferol; copper; folic acid; iodine; iron; magnesium; malpighia glabra fruit; manganese; molybdenum; nicotinamide; pantothenic acid; phytomenadione; pyridoxine hydrochloride; retinol; riboflavin; selenium; vitamin b1 nos; vitamin b12 nos; vitamin e nos; zinc (multivitamin active woman), buspirone from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin, cyclobenzaprine, docusate sodium, ergocalciferol, ferrous sulfate, ibuprofen, loratadine from (B)(6) 2017 to (B)(6) 2018, meloxicam from (B)(6) 2017 to (B)(6) 2018, naproxen sodium, nsaids since (B)(6) 2010, omeprazole, paracetamol (acetaminophen) since (B)(6) 2010, potassium chloride from (B)(6) 2017 to (B)(6)2017, topiramate and topiramate from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems: depression, anxiety and mental anguish"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: at this time, the bilateral fallopian tubes were removed. Essure device on the left hand side was seen coming from the tubal stump and removed and sent to pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal bleeding, anxiety, depression, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs & mr received: case became incident. New events- menorrhagia, vaginal bleeding, dysmenorrhea, depression, anxiety were added. Updated date of insertion and outcome of event pelvic pain to recovering/resolving. Date of removal and event onset date were added. Reporters information, patient dob, lab data, medical history, concomitant condition and drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.